Event description:
It was reported that at implant, the stylet would not advance to the tip of the right ventricular lead, so the lead was floppy and had positioning difficulty. The lead was not implanted and was replaced with another lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), and blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant.